Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent the following procedures: minimally invasive right l5-s1 hemilaminectomy, facetectomy and foramineotomy for decompression of the l5 and s1 nerve roots. Minimally invasive right l5-s1 transforaminal interbody fusion using expandable peek cage and rhbmp-2. Bilateral minimally invasive instrumented posterior fusion l5-s1 using revolve percutaneous pedicle screw system. Intraoperative neurophysiologic monitoring with stimulated emg testing of pedicle screws to treat the following pre-op diagnosis: right l5-s1 foraminal disk herniation. L5-s1 degenerative disk disease with vertical instability and segmental dysfunction. Lumbarization of the s1 vertebral. Right leg radiculopathy. Per operative notes: "at this point, the peek interbody device was selected and was placed onto the insertion handle. The bone graft material was placed into the interbody device and the cage was then placed into the disk space under lateral fluoroscopy and impacted into its final position...bone graft mixture was placed into the lateral gutter over the decorticaged transverse processes. The patient tolerated the procedure well, and there were no complications..." No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.